Event description:
It is reported that a customer received a motor error alarm on their insulin pump while priming. The patient's blood glucose level was unknown at the time of the call. The customer stated that there were no significant events that could led to the motor error alarm. Customer does not use the sensor feature on the pump and cannot rewind their pump. The customer does not want a replacement pump sent to them. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.